Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted directly into the right aorta in a 60-year-old male patient with a planned mitral valve replacement (mvr), aortic valve replacement (avr), and a tricuspid valve replacement (tvr). The patient presented in scai stage a shock and was on dialysis prior to initiation of support. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels in the 1000 range and four separate draws of elevated plasma free hemoglobins in the 100 range. The post-procedure outcome is survival at explant. The impella 5.5 will be coded for serious injury, hemolysis, and medical device removal; however, the device was removed since the patient recovered. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary the cause of the hemolysis (miwb) was not determined due to no product return, no logs available, and insufficient clinical details.